Event description:
(B)(4). The plasma units are red tinged and the customer believes it is hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to alleged hemolysis.

Manufacturer narrative:
(B)(4). Investigation: per the customer, units are transported back to the lab from collection sites in coolers at room temperature. The units are mixed by inverting the units several times prior to filtration. Nothing unusual with the filtration for these units was noted. Typically, filtration started within 4 hours of collection end time, in compliance with the IFU assuring at least a 30 minute wait before filtration begins. Average filtration time is approximately 30 minutes at room temperature. Units where filtration is not completed within 8 hours are placed in a refrigerator and filtered at 1-6° c until filtration is completed. Units are never stripped during the filtration process. Subjective assessment is used for grading hemolysis. No samples were returned for evaluation. The lot number was not provided by the customer, so specific lot reserve sample testing was not possible. Hemolysis tests were performed on the cationized and super-cationized membranes from other reported hemolyzed lot samples. Hemolysis was observed in both types of membranes. Other reserve samples were tested for solution volume and solution composition. No abnormalities were noted. All released products conform to internal specifications. Root cause: the device was not returned for root cause analysis. A definitive root cause could not be determined. The incident is possibly related to cationization levels of the filters. Other possible causes of hemolysis include:- characteristics of blood, e.g. Blood fragility- bacterial contamination- excessive cooling- filter clogging. Corrective action: the upper limit of the average cationization level is being evaluated.